Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es multiple users were unable to see patient list on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple users were unable to see the patient list on the station. A technical support specialist (tss) found that the area "anes" was assigned to the device, but no nursing unit was linked to it, resulting in no patients being loaded. The tss checked the medication application logs and it showed zero patient summaries. The issue was traced to the missing nursing unit assignment. The tss advised the pharmacist to assign a nursing unit to the "anes" area via the enterprise server application to enable patient visibility on stations. Later, the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the issue.